Event description:
A report received from the health authority indication that during the suturing process, the suture needle fractured. The surgeon immediately searched for the needle, reassembled the broken parts to confirm completeness, and verified that no needle fragments remained. A new suture needle was then promptly replaced to continue suturing. There was no report of patient health impact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).